Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was a leak that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21mm watchman laa closure device & delivery system (wds) were used. The was was inserted into the patient. At this time there was a hemorrhage from the hemostasis valve that was observed by the physician. The hemostasis valve was closed again, but bleeding continued to leak. It was suspected that there was damage to the hemostasis valve, so it was replaced with a new single-curve sheath. After removing the sheath from the body, the valve was visually checked, but no obvious abnormality was found. The delivery system was positioned at the intended location using the second single curve access sheath and the closure device was successfully implanted in the laa of the patient. There was no consequences to the patient following these events.